Event description:
It was reported that patient underwent a rotator cuff repairment procedure on (B)(6) 2014. During the procedure, the sutures fractured. The procedure was completed using another allthread peek.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "bending or fracture of the implant." This report is number 2 of 2 MDR's filed for the same event (reference 1825034-2014-06520 and 06521).